Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument exhibited non-intuitive motion and was unable to be controlled. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. An additional observation related to customer reported complaint includes a frayed pitch cable at the distal end. The complaint was confirmed by failure analysis.